Manufacturer narrative:
Return of product has been requested. Reporter refused to return product, therefore unable to proceed with product investigation.

Event description:
Brush heads keep falling off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b triumph professional care 9000 series toothbrush, the oral-b brushheads, version unknown kept falling off in her mouth. The product was about 3 months old, and had never been dropped. No symptoms developed. Concomitant product(s): colgate total toothpaste.